Event description:
Customer reported encountering cgm error 41. There was no reported adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, which customer followed successfully, resolving the issue and allowing the customer to start their sensor session without further errors.